Event description:
A caller reported a cartridge alarm 30 occurring during pumping. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support arranged for a replacement pump with updated software and confirmed that the customer understood the process for returning the defective pump through ups using a pre-paid label. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.